Event description:
It is reported that during a pulmonary vein isolation ablation procedure, the catheter shaft covering broke exposing the inner shaft components. The physician removed the inquiry optima steerable catheter and agilis 8.5f sheath from the pt. As the physician removed the inquiry optima steerable catheter from the agilis sheath outside of the pt, it was noted that the blue covering of the inquiry optima steerable catheter shaft was damaged and the inner components of the catheter shaft were visible. No pieces of the optima steerable catheter blue shaft covering detached inside the pt. The physician used a duo-decapolar catheter to continue the procedure. There were no reported pt complications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.